Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an error while rebooting and frozen. A field service engineer reimaged and configured the station, after which the customer was able to use the station successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user rebooted pyxis station 12, and during the reboot process the station displayed an error message and became unresponsive. The station was showing offline in remote smart service. The customer attempted a manual reboot; however, the device remained frozen and does not recover to normal operation. However, there were no delays or adverse events or injuries reported based on this event.